Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the evaluation of the tubing did not confirm the complaint; this tubing set appears to be anomaly free. There was no evidence of leakage when flushing with fluid in the laboratory. Furthermore; the tubing could be flushed with no resistance. The reported "leakage was noted" was not verified in the laboratory. This tubing is leak tight, patent and anomaly free as received. The difficulties experienced in the clinical setting could not be duplicated in the laboratory. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Leakage (hole on tubing at the patient side) was noted during preparation before the surgery. The device was used with ji2000. User training is scheduled to be done. There was no surgical delay and no adverse consequences to the patient. No further information was provided by the hospital